Manufacturer narrative:
Reported event: an event regarding wear involving an unknown mako insert was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection of the returned device indicated that the damage present consistent with the time it was implanted. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations, which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's partial uni knee was revised to total revision knee for anterior knee pain. During revision, poly insert was extracted and found to have evidence of wear/oxidation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
Performing a uni to total revision knee for anterior knee pain. Patient has a lateral right lateral mck uni insitu performed in 2017 via mako. During revision, poly insert was extracted and found to have evidence of wear/oxidation. Tibia baseplate was also found to be loose. Surgeon reported potentially a pain contributor. Pain was mainly patella femoral however. Mako tka 2.0.